Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices referenced in b5 are filed under a separate medwatch report number. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: ¿transcatheter aortic valve implantation in the first 500 patients: a single-center retrospective study".

Event description:
This study compared the results of multiple transcatheter aortic valve implantation (tavi) interventional procedures using proglide and prostar devices. The intention of this study was to determine the procedural characteristics and long term outcomes of patients undergoing tavi procedures using different non-abbott heart valves. The rate of vascular complications were low; however for proglide and prostar, included the following: vessel damage and failure to achieve hemostasis requiring the use of additional non-abbott devices, stenting, minor surgery, and hospitalization. Six deaths occurred after the patients were discharged. The deaths were not related to the use of proglide or prostar devices. The article concluded that the outcomes were comparable to international standards and the type of heart valve did not affect the mortality rates. Specific patient information is documented as unknown. Details are listed in the attached article, "transcatheter aortic valve implantation in the first 500 patients: a single-center retrospective study."

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, tissue injury, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis could not be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.